Manufacturer narrative:
(B)(4). Evaluation result: the analysis found that one pce60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60d, m5457m was received unfired and in good visual conditions. Cartridge (c) ecr60, m5471m was received unfired and in good visual conditions. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact causing the device would not fire. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device.

Event description:
It was reported that during an open pneumonectomy, the device was not activated at the 1st firing on the lung. Then, a new cartridge was loaded into the same device and fired but the device was not activated as well. The sleds of the 1st and 2nd cartridges did not move. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the device was not activated as well.